Event description:
It was reporter that this patient exhibited a ventricular fibrillation (vf) in which undersensing was observed. After the first shock, the patient went into ventricular fibrillation (vf) again. All therapy was delivered at the end of the episode and therapy was not converted. Technical services (ts) was consulted and confirmed low r waves were undersensed. The patient was symptomatic, and an electrolyte imbalance might be related to the exhibited issue. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Event description:
It was reporter that this patient exhibited a ventricular fibrillation (vf) in which undersensing was observed. After the first shock, the patient went into ventricular fibrillation (vf) again. All therapy was delivered at the end of the episode and therapy was not converted. Technical services (ts) was consulted and confirmed low r waves were undersensed. The patient was symptomatic, and an electrolyte imbalance might be related to the exhibited issue. The patient was hospitalized and intubated and will continue to be monitored. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.